Event description:
Reportable based on device analysis completed on 24nov2023. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion but there was no image shown from the beginning. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was detached near the lap joint section and the imaging core was coiled.

Manufacturer narrative:
E1: initial reporter facility name (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached near the lap joint section and the imaging core was coiled. The imaging window was observed kinked. The rotator and imaging core assembly could not be pulled out from the hub due to state of the device. Impedance testing showed an electrical open in the proximal catheter which x-ray images revealed was due to a broken coax cable at 130cm to 140cm.